Event description:
According to the initial report and implant registration cards received, a size 25 on-x aortic heart valve with conform-x sewing ring with extended holder, onxace-25, serial number (B)(4) , was implanted on (B)(6)2018 and subsequently explanted for undisclosed reasons.

Manufacturer narrative:
Multiple requests to the surgeon for additional clarifying information were made without success to acquire the following information: patient¿s current status, indication for re-operation, available operative notes, patient impact, and pertinent patient co-morbidities. No response was received. The manufacturing records for the onxace-25, sn (B)(4) , were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. 45.7 year old male implanted with an onxace-25 on (B)(6)2018 - implant registration card returned indicated that it was "explanted" the same day. There is not enough information to say what event, if any, may have occurred and there is no indication of adverse event or allegation of deficiency to the valve. Nevertheless, the instructions for use lists explant as a potential complication following aortic valve replacement [IFU]; but as we have no subsequent information, there is inadequate evidence to attribute the cause of the event to the on-x valve. Explant is a known potential complication following aortic valve replacement surgery, but the necessitating cause is unknown. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report and implant registration cards received, a size 25 on-x aortic heart valve with conform-x sewing ring with extended holder, onxace-25, serial number (B)(4), was implanted on (B)(6) 2018 and subsequently explanted for undisclosed reasons.